Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The physician had difficulties with the access device, gaining access after approx 1 hour. The aortic body graft was successfully deployed, and after cannulating the contralateral gate of the aortic body, the physician lost guidewire access, requiring a brachial approach due to the difficulties regaining access. The contralateral iliac limb was successfully deployed through brachial access after approx 3 hours. There were difficulties with the left leg closure device and the next day, the pt's leg had thrombosed distally. It was noted that the stent graft appeared fully patent, and the physician stated the left leg thrombosis was due to the access closure device. A re-intervention was performed on (B)(6) 2013 to remove the thrombus in the left leg and the pt expired the same day following the re-intervention. The site stated this was the result of a post-operative groin complication.